Event description:
It was reported to boston scientific corporation that the patient was implanted with a polypropylene pelvic mesh (ppm). According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was implanted with the device on an unknown date in 2005.

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.